Event description:
It was reported that during/before an unknown procedure, the clips were malformed upon squeezing the trigger. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition the device did not lockout as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the lock lever was found damaged resulting in the non-functional lockout mechanism; please note this finding is unrelated to the reported incident. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.